Event description:
It was reported during a laparoscopic cholecystectomy while using an er320, the surgeon angled the jaws of the er320 at a 45 degree angle and telescopes up and down the cystic duct. The clips would fall out of the jaws of the applier when telescoping. There was not consequence to the pt.

Manufacturer narrative:
D6: device returned with no lot identification. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, no; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no, and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, yes; jaws: hold clip, yes; jaws: inside width at tips, .186; lockout functional, yes, and number of clips fed and formed, 2. Analysis conclusion: based upon the inquiry info received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed the remaining clips as designed. There were no anomalies noted with clips falling from the device. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.